Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Analysis of the desktop charger (dtc) (B)(4). Revealed that the connector pin was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results for the returned desktop charger were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot#/serial#: (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the connector pin was bent. No out of box failure was reported. It was reported the patient was getting weaker every day and the ins was getting weaker by the day because the patient was not able to charge the ins. The desktop charger was replaced. No medical/therapy problems or further complications were reported or anticipated.